Event description:
On (B) (6) 2010, the pt was implanted with a (B) (4) trial system. The lead was externalized with an extension and connected to a trial cable and a multi trial stimulator. The doctor inserted the epidural needle and the pt had a wet tap. The doctor subsequently inserted the needle up a level and implanted the lead. After the operation, the pt was satisfied with the stimulation. On (B) (6) 2010, the pt reported that she had developed a continuous headache from the day the device was implanted. The doctor removed the system on (B) (6) 2010.

Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.